Event description:
It was reported that the patient presented in clinic for a generator change. It was noted that the right ventricular (rv) lead was explanted due to deep vein thrombosis. The rv lead was not replaced. Further information was requested but not received.